Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred.a 32 mm x 2.50 mm taxus liberte stent was introduced into the guiding catheter, however, the stent dislodged from the balloon. The stent could not be found inside or outside the system. It was discarded as a whole system. The procedure was completed with another taxus stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. A 32 mm x 2.50 mm taxus liberte stent was introduced into the guiding catheter, however, the stent dislodged from the balloon. The stent could not be found inside or outside the system. It was discarded as a whole system. The procedure was completed with another taxus stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).